Event description:
The customer reported the system displayed an intermittent collimator error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found conductors breaking inside hv cable assembly then replaced the hv cable and c rotation brake handle. The system functions normally at this time.